Event description:
Customer's malfunctioning insulin pump frequently displayed an altitude error, halting insulin delivery and requiring disassembly, cleaning, and resetting for it to function again. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting from technical support and no additional corrective actions were reported.